Event description:
In an article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures", a prospective study of 28 vertebroplasty patients and 24 kyphoplasty patients treated over the past 2 years was presented. The following event was reported: the patient underwent a kyphoplasty procedure using a bipedicular approach at level l2. Cement extravasation occurred. The cement extravasation occurred into the intradiscal space, anterior to the vertebral body, along the nerve root, and into the spinal canal. There were no neurological deficit reported. No additional information was reported.

Event description:
Caller reported accu-chek system blood glucose results: 11:12 he got a reading of 314 mg/dl 11:13 he got a reading of 168 mg/dl 11:14 he got a reading of 184 mg/dl 11:22 he got a reading of 137 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.